Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 27.5-27.8cm from the distal tip, consistent with lead friction to a feature of the heart. Internal insulation abrasion was noted at 27.0-27.7cm from the distal tip. The etfe coating was intact at these locations. (B)(6). (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Corrected data: please retract this MDR 2938836-2013-05716, submitted with wrong model and serial number.